Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a lead fracture on the right s1 drg lead was observed during an implant procedure (reference reg report: per- (B)(4)) on (B)(6) 2020. Diagnostics confirmed high impedance in all four contacts and the lead was unable to be used for reprogramming. No additional information is known at this time.